Event description:
It was reported that a tl30 was used during a low anterior resection procedure. It was reported by the affiliate that by unpacking the instrument, it appears that only two staples were in the cartridge. There was no consequence to the pt.